Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set, and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of pseudomonas aeruginosa which is an organism that is found widely in the environment particularly in soil, and water and which favor moist areas such as sinks, toilets, and showers. Pseudomonas peritonitis is often associated with infections of the pd catheter (not a fresenius product), according to medical literature. Based on the available information for this event, the cause of the patient¿s peritonitis cannot be determined. However, there is no reported allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient has peritonitis. The patient contact stated that the patient needs to use green color-coded solution. The patient contact reported that the patient¿s doctor is performing test, but the cause of the peritonitis is unknown. Upon follow-up, the nurse reported the patient was experiencing cloudy effluent. As a result, the patient had a pd culture obtained (date unknown) which grew the organism pseudomonas aeruginosa. Per the nurse, the patient was treated with intra-peritoneal (ip fortaz and vancomycin, dose not provided) on an outpatient basis. The patient is reportedly recovering from the event. Per the nurse, the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse reported the cause of the peritonitis is unknown. The patient reportedly continues pd on same cycler without any issues.